Event description:
It was reported that stent shortening occurred. The 70% stenosed target lesion was located in the mid left circumflex coronary artery. During implanting of a 16 x 3.00mm promus premier drug-eluting stent, the stent was shortened. Determination was made by measurement under radiography and by the stent being unable to cover the whole lesion. The shortened stent was considered well apposed and well positioned. Another of the same device was implanted to complete the procedure and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.: the device was not returned to the complaint investigation site for analysis. A cd containing 33 series of angiographic images of the procedure was received by galway cis. Views of the left side of the heart showed the lad with 2 previously placed stents at an lad bifurcation, the previously placed stent in the lad side branch appeared to be totally occluded. A lesion was noted in the mid to distal lcx. The lesion appeared to be pre-dilated and a stent was then deployed at the lesion site improving flow. The stent was post-dilated. The deployed stent appeared correctly positioned and expanded. The guidewire was then withdrawn, and the stent appeared to be pulled proximally with the wire and was deformed. The stent was no longer covering the proximal lcx lesion. The shaped distal end of the guidewire appeared to be in contact with the deformed stent. It is most likely the guidewire had become caught in the deployed stent struts and damaged the stent upon withdrawal. Post-dilation of the deformed stent was carried out and another stent was placed through the damaged stent and over the lcx lesion and deployed. The additional stent pressed the deformed stent against the vessel and treated the lcx lesion. Post dilation was then carried out. An attempt was then made to cross a wire like device through the occluded lad stent, however it did not cross and was withdrawn. No further interventions were observed.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(6). Device is a combination product.

Event description:
It was reported that stent shortening occurred. The 70% stenosed target lesion was located in the mid left circumflex coronary artery. During implanting of a 16 x 3.00mm promus premier drug-eluting stent, the stent was shortened. Determination was made by measurement under radiography and by the stent being unable to cover the whole lesion. The shortened stent was considered well apposed and well positioned. Another of the same device was implanted to complete the procedure and the patient's status was stable.